Manufacturer narrative:
The cause of the discordant elevated pt- inr result is unknown. The issue affected a singular sample. Qc was within laboratory ranges on both instruments. The incident is a sporadic singular elevated result which is not repeatable at the customer site. The affected sample was not tested within siemens. The device is operating within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated prothrombin time international normalized ratio (pt-inr) result was obtained on a patient sample on the sysmex cs-5100 instrument using the dade innovin reagent. The result was not reported to the physician. The same sample was repeated using on an alternate cs-5100 instrument in the same laboratory and a lower result was obtained and reported. The same sample was repeated with an alternate siemens prothrombin time reagent, thromborel s and lower results were obtained. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated pt-inr result. There was no report of adverse health consequences as a result of the discordant elevated pt-inr result.